Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing and a review of the alarm log were performed. The damaged battery was identified during visual inspection. The cause of the condition was unknown. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.